Event description:
It was reported that pump battery appeared to deplete quickly and required charging about every other day. There was no reported impact to the customer¿s blood glucose level. Pump data review showed battery use within normal range, and customer declined further follow up, so no additional troubleshooting or corrective actions were completed.